Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mc1am, and no non-conformances were identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the inguinal hernia repair performed? What tissue layer was the silk suture used on? What was the condition of the tissue when the silk suture was used? What post operative date did the patient present with symptoms? Can you describe the ¿knot reaction¿? Was the suture removed in a routine post-op procedure? Was the suture removed in reoperation procedure? Can you explain ¿removed the suture in advance¿? What medical intervention was performed for the patient? What is the patient¿s current condition?

Event description:
It was reported that a patient underwent an indirect inguinal hernia repair procedure on an unknown date and suture was used. The patient experienced suture knot reaction after tension-free repair. The suture was removed, strengthen dressing change and used sterile dressing. The current condition of the patient is unknown. Additional information has been requested.